Event description:
The customer reported that their central nurse's station (cns) rebooted on its own. The also reported that their uninterruptible power supply (ups) is displaying a red light. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on its own. The also reported that their uninterruptible power supply (ups) is displaying a red light. No harm or injury was reported.